Event description:
The customer reported that while monitoring a patient, they got an unexpected flat line ECG waveform and a 'pads off' message. There was no reported impact to the involved patient.

Manufacturer narrative:
The customer reported that while monitoring a patient, they got an unexpected flat line ECG waveform and a 'pads off' message. There was no reported impact on the involved patient. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.